Event description:
The complainant alleged that the staff was attempting to defibrillate a female pt (age unk) who was undergoing an implant replacement procedure, but the staff was unable to charge the defibrillator with the internal handle installed. The staff was able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.